Event description:
During a therapeutic stone retrieval procedure using a retrieval basket, the stone was too large to be removed due to ureteral narrowing. The physician was forced to out the basket handle from the sheath, with the stone will captured inside the basket. As a result of this event, the pt underwent surgery on the same day to remove both the basket and the stone. A laser was used to break up the stone inside the basket, and the basket was removed. The pt is currently stone-free, and there were no follow-up complications. The pt remains in stable condition.